Event description:
Related manufacturing ref: 3008452825-2023-00168. During a atrial tachycardia procedure, a communication issue occurred with the advisor hd grid catheter resulting in a delay to the procedure. The advisor hd grid catheter was inserted into the right atrium and mapping was performed. Then the advisor fl catheter was inserted into the left atrium and the mapping catheter of the ensite x setting was set to the advisor fl. The reference (cs) could not be collected, the mapping could not be performed with the advisor fl catheter while the electric potentials was not displayed. The electric potentials of the advisor fl catheter were displayed on the recording system. The catheter and the cable were re-connected, and re-set to the catheter set up screen of the ensite x, the dws was re-started, and the advisor fl catheter was replaced with a second one, but with no resolution. The left atrium was mapped with the advisor hd grid catheter. The procedure was completed and there were no adverse consequences to the patient. The hospital discarded only second catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 20mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter, was received for evaluation. Electrodes 1-12 and the sensor met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.